Manufacturer narrative:
Additional information: e2, e4, g1, g2, h6, h10. The device has not been returned to service; therefore customer¿s reported problem cannot be confirmed. The device was not returned for investigation or repair. No failure data exists to review. Therefore, the proximate cause of the customer¿s reported issue cannot be determined. A review of the device history record showed the device had a manufacture date of 26jan2019.the review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported accuracy - unknown (volume, temp, pres). There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported accuracy - unknown (volume, temp, pres). There was no patient involvement.